Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that it was not possible to interrogate the device, and further attempts at interrogating indicated sensing issues and a partial reset. Additionally, it was found that the device was implanted after the use-before-date. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Performance data was collected from the device and has been analyzed. Analysis of the device memory indicated an electrical reset.